Event description:
The patient reported that the cable of their pns antenna has cut the skin behind their ear. Although there was no infection, antibiotics were prescribed and the patient is ok.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review the device was implanted at an off-label location as it was implanted at the infraorbital nerve. The stimulator is used to treat pain. The cause of the reported issue is due to the antenna rubbing on the skin. However, the device was implanted at an off-label location as it was implanted at the infraorbital nerve (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.